Event description:
It was reported that the surgeon inserted cc4204bf collamer plate lens and did not like the way the lens seated in the pt's eye. The lens was removed without any pt injury.

Manufacturer narrative:
Visual inspection of the returned product showed that the optic was torn and a piece of both haptics was torn off and missing. There was a reddish residue on the lens.